Event description:
Boston scientific received information that this patient had a syncopal event. The device was interrogated by a boston scientific field representative and the right ventricular (rv) lead impedance in bipolar had gone from 400 ohms to 800 ohms and threshold had increased. The lead was reprogrammed to unipolar and impedance is 280-290 ohms and threshold is improved. The field representative reports the lead will be revised but there is no date scheduled yet for the revision. No adverse patient effects were reported.

Manufacturer narrative:
Further information has been received from the filed that this right ventricular (rv) lead has been successfully explanted and replaced due to lead fracture. The patient elected to keep the lead instead of allowing it to return to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This investigation will be updated when further information be provided about the lead revision.